Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) visited customer site and performed the annual scheduled preventative maintenance (pm) checklist and calibrations, which two (2) o-rings and a filter were replaced on the unit as part of the pm. For the noted the system did not booting up/ black screen, the fss re-seated advantech printed circuit board (pcb) to resolve the issue. System was found to meet all amo specifications. A document labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The operator manuals for the signature equipment was reviewed and determined to include adequate warnings for medical complications. The review of the device history record (DHR) for this system was also performed which showed that there were no issues or non-conformities and that the system and its components met all specifications prior to being released. All pertinent information available to abbott medical optics has been submitted.

Event description:
While checking the whitestar signature system, the field service specialist (fss) reported that the system did not boot up and had black screen. There was no patient involvement reported and no patient treatments delayed or cancelled.